Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 24-may-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded a discrepant results of 774 & 793 on a patient. There was no patient information, event details, nor additional test available at the time of this report. Return product is available for investigation. Method : date: collected result(seconds): sample: I-stat (B)(6) 2023 , 10:16 , 774 , a. I-stat (B)(6) 2023 , 10:41 , 209 , ni. I-stat (B)(6) 2023 , 11:12 , 793 , b. Heparin time/dose: no information requested but to no avail. . Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolinact) test is an in vitro diagnostic test that uses fresh, whole blood, and is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway.